Event description:
Caller received power chair sometime in (B)(6) and about a month after using the chair received a cut to the back of her left foot. The problem seems to stem from the foot rest not having a safety edge and not fitting right. When your foot slips from the foot rest, the protruding hubs from the wheels cut the back of your foot. Caller advised that due to her diabetes the wound is not healing and was advised by her physician that she might have her left leg amputated as well because of poor circulation. Caller was not informed the power chair can cause such wounds and would have been very happy with her manual chair if she had been warned of such issues.